Manufacturer narrative:
This report is for an unknown locking screw/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient was admitted to the hospital with right subtrochanteric fracture of femur due to a fall injury. On (B)(6) 2021, the patient underwent closed reduction and internal fixation. X-ray taken on (B)(6) 2021 reveled that one nail head was retracted, and the patient complained of pain and discomfort at the tail of the nail. The patient was readmitted to the hospital for internal fixation adjustment on (B)(6) 2021. The two screws were removed and replaced with femoral mode locking device. No additional information could be provided. This report is for one (1)unknown locking screw. This is report 3 of 5 for complaint (B)(4).